Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the inner tubing was kinked/buckled, the helix was distorted/bent, and the lead was damaged at implant.

Event description:
It was reported that during implant, the lead took too many turns to deploy the helix. The physician it the lead felt "funny" and there was high impedance when it was tested. The lead was not used. A new lead was implanted. No patient complications have been reported as a result of this event.